Event description:
The customer reports the spring wire guide (swg) can't be passed through the catheter smoothly. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire showed evidence of use. Visual examination revealed the guide wire is curled and contains multiple kinks along the guide wire body. Both welds appear full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The major kinks in the guide wire body were measured at 45, 126, and 254 mm from the proximal tip. The total length and outer diameter of the guide wire were measured and were found to be within specification. The returned guide wire was unable to pass through a lab inventory catheter. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire body contained nu merous kinks throughout the body. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
The customer reports the spring wire guide (swg) can't be passed through the catheter smoothly. The device was replaced.